Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customers blood glucose levels were displayed as high, with specific values unknown. To address the high blood glucose issue, the customer administered a correction bolus via the pump and multiple daily injections (mdi). Technical support instructed the customer to perform specific actions to troubleshoot the occlusion issue, including disconnecting and repositioning the tubing and attempting to deliver boluses. Despite these efforts, the occlusion alarm recurred. It was determined that the occlusion was due to a blockage in the cartridge, prompting the customer to change supplies and resume insulin therapy successfully.